Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when suturing skin. Changed another one to complete the surgery. There is no report on patient's injury. There will return (B)(4) representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - it was reported that the event date is february 5, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --received information as following from sales rep via phone today. This hospital reported complaints in (B)(6) too, and sales rep. Additional information received: according to feedback of the sales rep on (B)(6) 2025 via phone, new lot number need to be added. One of the product code vcp493h, lot number 103ujg, quantity to be returned should be 1475. The other product code vcp493h, lot number 104s2t, quantity to be returned should be 1. The other product code vcp493h, lot number 103r46, quantity to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H.3. Investigational summary: the product was returned to ethicon for evaluation. Thirty-four opened boxes each with thirty six unopened foil packets and two hundred fifty-two unopened foil packets were received for analysis. A total of 1475 samples were received for analysis that pertains the product code is vcp493h. A visual inspection was conducted on 50 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, a flex test was performed on the fifty samples. All samples broke due to improper tipping, as the sutures were breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.